Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device does not function properly. The report stated when the batteries are inserted, it takes a lot of power from the battery and they are switching batteries more than normal. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The device has been serviced and functional testing has been performed in accordance with service manual and pre-repair diagnostic assessment/repair verification. During the pre-repair diagnostic assessment the service technician identified the failure code as motor seized, rough running. The service technician identified the probable root cause as material faulty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.